Event description:
Tee procedure complicated by device malfunction involving a laryngotracheal aerosolization device. The product was removed from packaging with no apparent defect and inserted into the patient's airway via a glidescope. The physician involved in this care reports that the cannula was never bent during this process, and there were no abnormalities of the patient's airway. Upon attempted removal of the device, the tip of the cannula broke and was lodged in the patient's vocal cords. The patient needed to be intubated and pulmonology was called for bronchoscopy to remove the piece. The patient was then transferred to the ICU and had no further complications related to the device malfunction. International medication systems, (B)(4).